Event description:
It was reported that the lead exhibited a high capture threshold and the sensing threshold varied. At implant, the capture and sensing thresholds were normal. During a reposition attempt, the helix would not completely retract and advance. Therefore, the lead was explanted. The patient was asymptomatic and reported no complications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator cut her finger while changing the cap piercer blade. Part of the wick caught on the blade and she tried to remove the wick from the blade and cut her finger. The operator was taken to the ER. No other details were supplied.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.